Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of low battery voltage was confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. Analysis found an internal battery anomaly caused it to have a high self discharge rate.

Event description:
It was reported that during implant eri notification appeared during arrhythmia induction. The device was not implanted.